Event description:
In 2005, I had an operation performed. The surgeon was to resurface my left hip, using a smith nephew birmingham hip. At that time, the acetabular cup was placed incorrectly. I also believe that the components were mispackaged, since a measurement of the device, using post op x-rays, shows a different size, than the one mentioned on the surgical report. The tags suggest that part number 74120158, lot number 52756r, a 58mm acetabular cup, was used with part number 74121150, lot number 61700, 50mm head. A measurement of the device shows a 58mm head, and a 66mm cup. As a result of the misplacement and mispackaging, the device is wearing faster than it should, and is now contaminating my body with cobalt and chromium, evidenced by many blood tests. I now have heterotopic ossification, of the muscles surrounding the device, accompanied by pain in the lateral hip, and buttocks. It is stated that the erotopic ossification is a result of osteomyelitis, caused by bone marrow contamination, and subsequent cell apoptosis. The cup has also impinged my iliosoas muscle, which has impacted the sartorious muscle. The result is a painful lump, on the anterior groin, this lump was present, directly following the surgery. I was told by the dr. That it was a hernia. After stalling for an excessive period of time, an MRI shows the surgical defect. It also appears as though the acetabulum has been fractured, and that a bone graft was used to repair it, even though no mention is made in the surgical report. A closer inspection shows that a small piece of bone, has migrated from the graft, and pierced the spermatic cord, at the inguinal canal, evidenced by visualization, on plate a7 of the MRI, slide #9. I now have hydroceles, as a result of the pierce and or the contamination. Hydroceles is listed on several of the toxicology reports for cobalt and or chromium, as well as possible damage to the testicles. I have servere arthritis of my right hip, which requires repair. It is now impossible to repair that hip, as my contamination level has now exceeded the highest recommended levels, by as much as 800%. Chromium elimination, tested by a 24 hour urine test, has shown levels to be well over toxic amounts. No allergy tests were taken prior to resurfacing. Dates of use: 2005 to present. Diagnosis or reason for use: - degenerative arthritis of hip.